Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'downstream occlusion' which was reproduced through troubleshooting of the device. A review of the event history log identified multiple 'downstream occlusion!' Messages. The reported condition was verified. The cause was determined to be an out of specification downstream sensor after the device failed the downstream occlusion testing. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.